Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 corrections made to h6 (investigation type, investigation conclusion) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
2 pen needles impacted by this event. See enclosed medwatch section c completed.

Event description:
The customer reports that the tear drop label has been missing on two pen needles.